Event description:
Malfunction hazard/cord; detached, unraveled, coming apart- cotton thread inconsistent and loose [device breakage]. Packaging was not sealed properly [product outer packaging issue]. Case narrative: consumer reported via email that the length of the cotton thread was inconsistent and loose. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
The cause was traced to manufacturing. Action plan is in place.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart- cotton thread inconsistent and loose [device breakage]. Packaging was not sealed properly [product primary packaging issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via email that the length of the cotton thread was inconsistent and loose. No injury reported.